Event description:
Procedure: prostatectomy, radical, with robotic assistance.during placement of the da vinci instrumentation, one of the bifurcated light guide cables became loose. This was discovered, but not before six small burns occurred in the first layer of the blue drapes. There was no smoke or flame observed. There were cloth towels placed beneath the drape and a towel prevented the patient's skin (face/chest) from being burned. There was no injury to the patient or staff. The md was notified and the procedure continued.device thought to be ignition source: bifurcated light guide cable.device thought to be the fuel source: da vinci drape.the patient was intubated (endotracheal tube) and receiving oxygen via a ventilator.it is believed by surgery staff that this occurrence resulted from human error. The light cable connections were not double checked to assure that they were secure. One person set up the procedure and another person came in and did the case.surgery leadership were asked to review information regarding the "preventing surgical fires" initiative on the FDA website.